Event description:
An ophthalmologist reported the cutter speed was reduced from 5000 cpm (cuts per minute) to 2500 cpm, during a procedure, and could not be increased again. There was no patient harm reported. Additional information has been requested.

Manufacturer narrative:
The customer did not request service. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined conclusively. (B)(4).